Manufacturer narrative:
PMA/ 510k number= k142688. Additional information received from the rep: ¿was the endoscope in a flexed or twisted position at any time during the procedure: yes;¿ only the distal needle tip of the complaint device, echo-hd-3-20-c of lot number c1181464 was returned for evaluation. The actual echo-hd-3-20-c device was not returned for evaluation. The broken-off needle tip measured approx. 7.5mm in length and was examined under the microscope. The bevel was noted to be as per specifications but the proximal end of the needle tip displayed signs of damage which most likely was caused by the alligator forceps upon retrieval. The customer complaint is considered confirmed as approx. 7.5mm of the broken-off distal needle tip was returned. A possible cause of this complaint is that the distal needle tip kinked during use which in turn resulted in distal needle tip breakage upon removal of the needle from the lesion and fully detached when the device was taken out of the endoscope. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-hd-3-20-c of lot# c1181464 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken-off needle tip was removed from patient with alligator forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the completion of investigation. The tip of the needle broke off after the fifth pass. The portion of broken needle was retrieved using alligator forceps.

Manufacturer narrative:
PMA/ 510k number= k142688. This complaint is related to an echo-hd-3-20-c device of lot # c1181464. The echo-hd-3-20-c device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the photographs provided and customer testimony. A possible cause of this complaint is that the distal needle tip kinked during use which in turn resulted in distal needle tip breakage upon removal of the needle from the lesion and fully detached when the device was taken out of the endoscope. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot# c1181464 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken-off needle tip was removed from patient with alligator forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The tip of the needle broke off after the fifth pass. The portion of broken needle was retrieved using alligator forceps.